Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment; resulting in the replacement of the psu and the computer. After part replacement, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The psu and the computer were returned to the manufacturer for analysis. The parts were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that the psu of medtronic navigation system repeatedly restarted; issue was resolved by a restart of the scu. There was no patient present when this issue was identified.